Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a skin reaction at the sensor insertion site, characterized by inflammation, swelling, and a bacterial infection. The reaction occurred an unspecified number of days after the sensor was inserted in the arm. The patient consulted a healthcare professional and was prescribed intravenous antibiotics. The patient was not hospitalized, and at the time of reporting, the patient¿s condition had resolved. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.